Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device had foreign matter. An encore balloon catheter inflation device was selected on a percutaneous coronary intervention procedure. When set up of the device was performed after unpacking, "a dirt like object from the white liquid was noted." The device was replaced and the procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The encore unit was returned with a white stain on the side of the device. The stain was noted to be on the inside of the clear housing and on the outside of the barrel. However, the stain did not obstruct the graduation marks in the barrel. It is consistent with the application of excess adhesive. There is no adverse effect on the functionality on the encore device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user preference issue as device meets specification however the user is dissatisfied with the function, performance, and the appearance of the product. (B)(4).

Event description:
It was reported that the device had foreign matter. An encore balloon catheter inflation device was selected on a percutaneous coronary intervention procedure. When set up of the device was performed after unpacking, "a dirt like object from the white liquid was noted." The device was replaced and the procedure was completed with another of the same device. No patient complications reported.